Event description:
It was reported that 1 bd luer-lok¿ disposable syringe had a damaged plunger rod thumb press. The following information was provided by the initial reporter: the customer reported that the top of the plunger broke off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/27/2022. H.6. Investigation: it was reported the top of plunger broke off. To aid in the investigation, one sample with no packaging blister and one photo were received for evaluation by our quality team. The sample is a 60ml syringe with a gray plunger rod and different rubber stopper than is manufactured at bd. This syringe is not a bd product. No further analysis was completed. The photo provided shows the sample received. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no bd sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe had a damaged plunger rod thumb press. The following information was provided by the initial reporter : the customer reported that the top of the plunger broke off.